Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Loss of capture and dislodgement of this lv lead was reported. A chest x-ray was done and the crt-d was reprogrammed to vvi 40 back up. Lead was explanted on (B)(6) 2021.